Event description:
It was later reported that the patient was seen in the clinic on (B)(6) 2026, however the patient did not have the original primary system controller that was alarming and therefore no log files were available to review what the initial alarm was. The patient later brought the system controller into the clinic on (B)(6) 2026, and log files were provided for review, which captured data from 01jan2026 to 02jan2026 when the driveline was disconnected. Prior to the disconnection, the event log captured backup battery fault (ebb). The ebb fault was due to the ebb failing the load test. Based on the log files, the equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm was confirmed via the submitted log files. The system controller (B)(6) was not returned for analysis; however, log files were submitted for review. On 02jan2026 a backup battery fault alarm was captured. The alarm activated due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm did not resolve before the system controller was shutdown. A low power advisory alarm was captured on 01jan2026, consistent with routine battery depletion. The alarm resolved once the depleted batteries were exchanged for fully charged batteries. The alarms did not affect the controller¿s ability to operate the pump as intended. There were no other notable alarms active in the log file. Provided information stated that the patient experienced an alarm, so they performed a system controller exchange to the backup system controller. Additional provided information stated that the alarms resolved with the system controller exchange. To date, the product has not been returned for evaluation, and if it does, this investigation will be reopened. A root cause for the reported events was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook, document are currently available. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an alarm about a month ago and stated the system controller was "dead" so they switched to their backup system controller. The patient did not recall what the screen said at the time. No alarms were noted on historical view. Log files were sent for review. The log files captured no unusual events. The mechanical circulatory system (mcs) equipment operated as intended. All alarms resolved with the controller exchange.

Manufacturer narrative:
Controller previously provided was the system controller used after the exchange section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.